Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the post-operative examination, low, out of range pacing impedance was noted on the rv lead. During the repair, the insulation layer was found to be damaged. The lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported field event of low lead impedance was confirmed in the laboratory. However, the reported event of insulation damage was not confirmed. A complete lead measuring 58.1 cm was returned for analysis. The lead shorted during testing due to insulation damage which was sustained during the surgical procedure. The lead was otherwise normal.